Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a regular generator replacement. A pre-procedure interrogation revealed low p-wave amplitudes. The physician elected to cap and replace the atrial lead. The patient was stable.